Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. According to the customer, the following details regarding the cds process were as follows: the device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. There was no delay in the start of the pre-cleaning, the distal end was not flushed cleaned with lint-free cloths/brushes/sponges or flushed with detergent solution. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: water tightness was lost due to a pinhole on the channel tube and crack on the plastic distal end; due to wear of angle wire, the play of up down knob was out of the standard value; the plastic distal end and suction connector had a dent, control unit had discoloration; there was air leakage from the cover of the operations and insertion unit forceps channel, and the following was scratched: connecting tube and the cable section of the universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: (B)(6) added here due to character limitation in respective field.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had a defective curved rubber pin hole. During evaluation, the following reportable issue was found: plastic distal end cover has foreign objects at the tip. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the observed foreign material on the distal tip cover could not be identified and a definitive root cause of the issue could not be determined, as there was no observed deformation that might result in the retention of foreign material, however, the facility device reprocessing was confirmed to not have been implemented in accordance with the IFU. The issues may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.